Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, it was determined that heating of the device occurred due to accumulated dust inside the fan causing the phenomenon to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source switches to the spare lamp. In addition, a dusty fan was observed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, unusual sound air pump, worn out socket slider switch causing intermittent failure of high intensity mode, debris inside air tubing, lamp housing fan not working, faulty switch harness, front panel mouth crack, and heavy dust inside fan were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.